Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2304755. D4. Medical device expiration date: 2024-04-30. H4. Device manufacture date: 2022-10-31. D4. Medical device lot #: 2304762. D4. Medical device expiration date: 2024-04-30. H4. Device manufacture date: 2022-10-31. H.6 investigation summary bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from each lot were evaluated by functional testing and no issues were observed relating to underfill or tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill or low draw of a tube with blood and tube push off in two differnt lots. The following information was provided by the initial reporter: sstii tubes - vacuum issues.